Manufacturer narrative:
Corrected data: implanted date: it is corrected from "(B)(6) 2018" to unk. Explanted date: it is corrected from "(B)(6) 2018" to unk. Claim# (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluation: the lens cartridge was returned loose in the lens box. Visual inspection found clear residue on the product and the lens stuck in the cartridge. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon made an incision in the patient's left (os) eye in order to implant a cc4204a intraocular lens, diopter +21.0. Reportedly, the surgeon placed the injector into the eye and when he attempted to insert the lens, the lens remained stuck in the injector. The device was then removed from the eye. Date of surgery was (B)(6) 2018.

Manufacturer narrative:
Implanted date: it is corrected from "unk" to "n/a" in the previous supplemental. Implanted date: it is corrected from "unk" to "n/a" in the previous supplemental. Claim# (B)(4).